Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information from the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. There was device imagery provided for evaluation. A review of the imagery revealed the liner was circumferentially delaminated and bunched inwards at the distal end of the esheath+. There was also an apparent liner strand at the distal end of the esheath+. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Regarding the esheath+ liner strand, this event was confirmed based on evaluation of the provided imagery. A review of the device history record (DHR) and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, during valve implantation, the 26 mm commander delivery system balloon burst longitudinally at the end of implantation. The delivery system was able to be withdrawn without any patient injury, but it was noted that there was difficulty withdrawing the delivery system. The esheath+ liner had folded in on itself when the pusher and balloon were pulled into the esheath+ tip. Imagery was provided for evaluation. A review of the imagery revealed the esheath+ liner was delaminated and there was a strand observed at the esheath+ tip. In this case, the withdrawal of the delivery system was performed with a burst balloon. A balloon burst could make it difficult to deflate the balloon and would alter the balloon profile during removal. The force required to withdraw the altered balloon profile could then lead to tearing and/or weakening of the sheath liner, resulting in the observed liner strand. Although a definitive root cause was unable to be determined, the available information suggests that procedural factors (withdrawal of burst balloon) may have contributed to the event. Regarding the esheath+ liner delamination, through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. In this case, the esheath+ liner delamination was confirmed based on evaluation of the provided imagery. The available information suggests that procedural factors (withdrawal of altered balloon profile) likely contributed to the event as the balloon had burst during valve deployment. Withdrawal of a delivery system with an altered balloon profile (burst/torn balloon, residual fluid in balloon, etc.) Can lead to the system catching onto the sheath liner. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please see manufacturer report number 2015691-2025-04930 for details of the other event. The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in south africa, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 valve, during valve implantation, the 26 mm commander delivery system balloon burst longitudinally at the end of implantation. The delivery system was able to be withdrawn without any patient injury, but it was noted that there was difficulty withdrawing the delivery system. The esheath+ liner had folded in on itself when the pusher and balloon were pulled into the esheath+ tip. Imagery was provided for evaluation. A review of the imagery revealed the esheath+ liner was delaminated and there was a strand observed at the esheath+ tip.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information. The following section of this report has been corrected/updated: e1 (reporter name and address). The investigation is still ongoing.